Event description:
Boston scientific crm received information that this lead had been used in place of another lead during implant due to unacceptable threshold measurements. However, the next day, the patient's r-waves continued to fall and inappropriate under-sensing which lead to erratic pacing had occurred. The physician explanted this lead and went with the shorter length dextrus lead.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. The cuttings in the outer insulation are most likely due to the explantation procedure.